Event description:
It was reported that a receiver power issue occurred. On (B)(6) 2025, around 8pm, the patient¿s caregiver noticed the patient was weak and fatigued. After reporting this to the patient¿s son, the caregiver called 911. Ems arrived and transported the patient to the ER. At the ER, the patient was found to have an unspecified low bg level. The reporter also believed the patient¿s dexcom receiver was ¿not functioning¿ during this event, therefore, the patient was not receiving any alerts notifying him of his hypoglycemia state. The patient was treated with IV fluids and additional unspecified medications the reporter could not recall. The patient also had lab work done. The patient was discharged after being in the hospital for less than 24 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.